Event description:
Customer states: prior to use, the cuff didn't inflate. No pt involvement. No add'l info regarding pre-testing efforts were provided.

Manufacturer narrative:
(B)(4). If the sample is received, a sample analysis will be performed and results will be provided in a supplemental report.